Event description:
It was reported that cement was leaking out of the middle of the injector of the autoplex system during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on the returned unit evaluation, the claimed condition was confirmed. Cement was observed to leak between delivery piston and injector. The most probable root causes for this type of cement leakage can be associated but not limited to the following: cement related; mechanical properties issue. Improper fit with reciprocating seal and injection reservoir. User operated the cement injector prior to complete transfer causing the cement leakage observed onto the threads of the delivery piston.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that cement was leaking out of the middle of the injector of the autoplex system during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.